Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose over 400 mg/dl while using the ilet bionic pancreas; the user had eaten breakfast and announced a meal, verified the infusion site showed no leaks or kinking, and experienced difficulty removing the infusion set from the connect adapter during a guided set change before opting to call back and later reported improvement after education with a clinical diabetes specialist. Symptoms included hyperglycemia with feeling unwell. Outcomes included no alerts or alarms and no hospitalization. Investigation included customer care troubleshooting, verification of infusion site condition, and user education with follow-up confirming resolution of concerns. Investigation of this case revealed no confirmed device malfunction and no confirmed infusion site failure, with the event attributed to cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.